Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. The device delivered 8 bursts of anti-tachycardia pacing (atp) and three shocks, ending in therapy exhaustion. Technical services (ts) reviewed the event data and noted that the therapy appeared to be a result of conducted supraventricular tachycardia (svt). Further consultation with an electrophysiology (ep) specialist was recommended. No additional adverse patient effects were reported. This crt-d remains in service.